Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive technical support engineer (tse) and described the bipolar not working. She stated that there was no bipolar energy and that they had replaced the instrument and instrument cords and the issue persisted. The tse recommended power cycling the generator; but the issue persisted. The tse verified cord usage was below 20 uses on both cords. No errors were found in the system logs. The procedure was completed as planned with no reported injury.